Manufacturer narrative:
Device was received with a flashing medtronic logo due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Pump error 24, error 68, error 49, error 23 and error 38 unknown. Device test failed unknown. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and multiple pump error alarms. Customer did self test and it was not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.